Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 12/22/2025 and 12/23/2025. The wearable was inserted into the arm on (B)(6) /2025. According to the patient, on 12/22/2025, the cgm reading was high, but no fingerstick was taken. The patient treated with insulin during the day, and the cgm reading came down after only 6 to 7 hours. The next morning the patient went back to sleep after a dental appointment after which his wife was unable to wake him up (unspecified time). He was sweaty and the cgm reading was 80 mg/dl. The wife called paramedics. When a fingerstick was taken by the paramedics the cgm reading was 67 mg/dl, and the blood glucose reading was 24 mg/dl. The patient was treated with intravenous glucose. The patient would have been unconscious for about 15 minutes. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken by the paramedics fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.